Event description:
It was reported to boston scientific corporation on november 29, 2005, that a jagwire was used during a procedure performed eight days prior (patient age, gender and weight are unknown). According to the complainant, when the guidewire was inserted into body, the pebax tip "peeled off." The detached pebax was left in patient where it moved to intestine duodenum and is waiting to be expelled naturally. Procedure successfully completed with "another unit" (product and manufacturer unknown). The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed the approximately 0.5cm of pebax was missing from the tip exposing the core wire. The evaluator noted 1cm of shaved pebax following the missing section. An analysis of the corewire concluded that adhesive was appropriately adhered to wire surface indicating that the tip was attached correctly. The detachment of pebax tip referenced in complaint details was identified. The cause of the reported malfunction is undetermined.